Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Na. Is there any other additional information you would like to share about this device or procedure? Another device was used to complete the staple line what were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. In addition, a reload fully fired and in good visual condition was received. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The surgeon was cutting across the structure and the device cut but did not staple. The surgeon stated it felt funny, when pulling the handle and knew he could not hesitate but with continued pressure he knew that it was not firing correctly. No transfusion or blood products were required. Another device was used to complete the procedure. There was no adverse consequence to the patient.